Event description:
It was reported that there was a leak from the transfer set, during peritoneal dialysis. This occurred on a homechoice (hc) machine, during drain three. The home patient (hp) was wet from the solution leak and the hp's bed was wet with solution. There was no alarm on the hc. The technical service representative (tsr) advised the hp to disconnect from the setup. The hp stated that there was a pin hole sized hole in the transfer set where the tubing was attached to the body of the transfer set. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.